Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer was hospitalized on (B)(6) 2018 due to diabetes ketoacidosis with high blood glucose of 453 mg/dl and nausea. The customer also had dry mouth feeling bad. The customer declined troubleshooting for the high blood glucose. The current blood glucose was 332 mg/dl. The customer also reported that, the insulin pump had insulin flow blocked alarm and was resolved by infusion set change. The device will not be returned for analysis.